Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving clonidine via an implanted pump. The indication for use was non-malignant pain. It was reported the patient's pump sutures came loose so it was flipping on (B)(6) 2019. A pocket revision was performed and the 4 suture loops were racked down. It was noted the issue was resolved.